Manufacturer narrative:
(B)(6).

Event description:
Information was received that the reinforced eyelets on a smiths medical bivona customized tight to shaft tracheostomy tube broke. No adverse effects were reported.

Event description:
Additional information received stating the left eyelit had split and the tracheostomy tube had felled out. An emergency tracheostomy tube was placed immediately. The flange was not able to stay properly aligned. The incident was reported to be resolved.

Manufacturer narrative:
Potential lot numbers for the device include ds019387 or ds019386.